Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 62-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that at the end of the case the automated impella controller (aic) needed to be replaced due to an alarm with the message "controller error" when the console cable was disconnected. The aic was replaced and the new aic operated as expected.

Manufacturer narrative:
Investigation has been completed. Console logs from the reported day showed several occurrences of the placement signal low (event #439) and multiple positioning alarms following the adjustment of the pump position. No controller error alarms were recorded as noted in the clinical description. Lt log data indicates that the snr was low for throughout the case, with varying intensity in the placement signal. The root cause for the placement signal low alarms, could not be determined as the automated impella controller (aic)was not returned.

Event description:
The complainant reported that the pump in a patient on impella support had tendency to rotate so the device needed to be adjusted several times before position was correct. At the end of the case the automated impella controller (aic) needed to be replaced and said "controller error" when they disconnected the cable. The aic was changed out and the av and lv waveform returned. There was no adverse event reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The impella device was returned for evaluation. Aic - controller error (yellow alarm): no controller error was observed in the data logs, and no issues were identified within the aic d9 device returned to manufacturer date added d2 common device name revised on manufacturer device report 1220648-2024-07416 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-07416 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-07416 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-07416.